Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 3. Details of surgery: sinus augmentation. On (B)(6) 2021, fracture of the implant was verified. No product was returned to the manufacturer. At the event the patient experienced: pain, mobility and bleeding. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2021 in the patient's mouth. Details of surgery: sinus augmentation. On (B)(6) 2021, fracture of the implant was verified. No product was returned to the manufacturer. At the event the patient experienced: pain, mobility and bleeding. No further patient complications were reported.